Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient's ins was not functioning. The patient was scheduled to have the device checked "next month," but no other information was available at the time of this report. No patient symptoms were reported. No complications were reported or anticipated.